Event description:
It was reported "after pci was completed, the ac3, which was battery-powered, lost power as the patient was being prepared to be mov ed from the catheterization room to the ICU. It was suspected that the battery had completely discharged. Therefore, the iab balloon catheter and ac3 were replaced with a new iab catheter and the iab pump (getinge, cardiosave). The patient was moved to the ICU without any problems. No patient injury was reported. 24 hours later, another emergency patient needed to have an iabp, so this ac3 was used. The pump was fully charged and working without any problems". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "lost power" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event details, the issue was resolved after maintaining a full charge. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for re commendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after pci was completed, the ac3, which was battery-powered, lost power as the patient was being prepared to be mov ed from the catheterization room to the ICU. It was suspected that the battery had completely discharged. Therefore, the iab balloon catheter and ac3 were replaced with a new iab catheter and the iab pump (getinge, cardiosave). The patient was moved to the ICU without any problems. No patient injury was reported. 24 hours later, another emergency patient needed to have an iabp, so this ac3 was used. The pump was fully charged and working without any problems". The patient's current condition is reported as "fine".